Event description:
It was reported that during a device upgrade procedure, high, out of range pacing lead impedance was observed. Attempts to reposition the lead were unsuccessful. Lead was removed. All parameters were normal with the replacement lead. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.